Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set contained bubbles. The set was used with a pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection verified that there were air bubbles in the burette chamber. The cause of the air was not determined. Should additional relevant information become available, a supplemental report will be submitted.